Manufacturer narrative:
Samples received: 5 open pouches. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed (B)(4) units of this batch. There are no units in stock. We have received five open and used samples with the needles detached from the threads. We have checked these samples under microscope and we have noticed that threads are broken next to the needle (there is broken thread inside the needle). Then the detachment of the needle can be caused by too much thermal treatment in the manufacturing process, which causes that the thread is burned at the end and breaks easily in the attachment area. Final conclusion: taking into account that the results of open samples received do not fulfill the specifications of b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the thread is ripping and falling apart.